Event description:
The customer contact reported that during an infusion, the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department with an unsigned note from an unknown floor that stated, "pump stopped fluid without alarm and displayed system program error." No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.